Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with history of ischemic cardiomyopathy with previous myocardial infarction, cardiac resynchronization therapy device (crt-d) in situ, transient ischemic attack (tia), previous ventricular tachycardia (vt) ablation procedure, chronic kidney disease (ckd), type 2 diabetes mellitus (t2dm), left ventricle ejection fraction (lvef) of 26 %, and 19 appropriate and successful anti-tachycardia pacing (atps) underwent a vt ablation procedure with a thermocool® smart touch® sf catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention), cardiac arrest and death. Patient was under general anesthesia. Right groin access was gained with ultrasound guidance, 2xrfv (right femoral vein) and 1rfa (right femoral artery) for 4fr arterial sheath. The physician then processed to gain epicardial access with an agilis short sheath and injected contras to check its position. It was difficult to pass the wire in the pericardial space initially due to adhesions, likely right ventricle (rv) access with wire intermittently and ultimately. Pericardial space was successfully wired and the agilis sheath successfully passed. Transesophageal echocardiogram (toe) was in place. A pentaray catheter was then used to create epicardial geometry. Manipulation of the catheter inside the pericardial space was difficult due to previous adhesions and high forces everywhere to create epicardial space. The physician decided to abandon the use of the pentaray and the thermocool® smart touch® sf catheter was used to create space and disrupt adhesions. Extensive scar inf/posterior left ventricle (lv) basally with aneurysm there as described previously. Also, some scar extending to mid chamber in posterior territory. Catheter induced h/d unstable vt requiring direct current cardioversion (dccv) twice (note apical inferolateral exit possibly involving posterior scar). Late potentials were identified and homogenized (45w) in previously described infero/posterior/basal scar. Then moved to posterior scar mid chamber/more apical. Patient then became hypotensive, and a small < 1cm pericardial effusion was diagnosed. Pericardiocentesis was done to drain the effusion; however, it continued to accumulate. Patient¿s blood pressure continued to deteriorate, despite pressor support. Patient went into cardiac arrest. Crash and surgical team were called. Surgical team planned to move the patient to the operating room; however, decided to open the chest on the table. A small perforation in the rv was identified and closed. The patient had ongoing bleeding from lv posterior territory and required a bypass. Despite all efforts, patient died. No bwi product malfunctions were reported throughout the case. Physician causality opinion was not provided.